Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that one day after the trial procedure, the patient experienced severe pain at the lead incision site. The patient went to the ER and was given pain medication. The device was also turned off, but the pain did not subside. Subsequently, the leads were removed. The physician thinks it was procedural pain. The patient is doing much better and has recovered without sequelae.